Manufacturer narrative:
A visual and functional inspection was performed by the field service representative. It was found that there were no sharp edges or other defects found with the footrests of the stretcher chair that would cause or contribute to the alleged event.

Event description:
It was alleged that the footrest of the device unintentionally flipped up and cut the patients' skin due to sharp metal corners on the footrest. No serious injury or medical intervention was reported. .

Event description:
It was alleged that the footrest of the device unintentionally flipped up and cut the patients' skin due to sharp metal corners on the footrest. It was not reported if medical intervention was required.